Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 103 mg/dl, 230 mg/dl, 113 mg/dl, 230 mg/dl, 113 mg/dl, 116 mg/dl and 170 mg/dl, readings of 230 mg/dl and 113 mg/dl were not duplicated. Sets of readings were taken at different times. Customer was using 2 different strip vials at the time of the comparisons and was unsure which vial was used for each result. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the strip lot 490925 (B)(4) for the unspecified strip lot.